Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. **update** (B)(4) 2013- litigation papers received. An invoice was located. Part/lot was updated. There is no new additional information that would change the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.